Event description:
Boston scientific received information that this transvenous right atrial (ra) lead had become dislodged, due to the patient aggressively moving her arm post-implant.

Manufacturer narrative:
The physician elected to revise this lead in the near future. If new information becomes available, this report will be further evaluated and updated.